Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad connector was inspected and no anomalies noted. No high pitch sound noted. No display anomaly noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that their insulin pump made a high pitch noise. It was also reported none of the customer's buttons were responding. The customer stated they have replaced the battery, but the keypad anomaly persisted. The customer's blood glucose was 155 mg/dl. Customer stated they were sleeping when the keypad anomaly occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned and replaced.